Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded low shocking and pacing lead impedance values during a follow-up. The ICD was explanted and replaced without incident.